Event description:
System failure during a da vinci surgical procedure. Surgeon was unable to restart the system. System error message functioned appropriately. The case was converted and completed. No other patient injury or adverse outcome was reported.